Event description:
It was reported that (1) device was used during an open lobectomy. It was reported by the affiliate that the atw35 instrument anvil broke. Another instrument was used to complete the case. There was no consequence to the pt.